Event description:
Philips received a complaint from the customer on the v60 indicating that the machine and proximal pressure sensors failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse troubleshooted and advised the biomed to disconnect the power and reseat the data acquisition (da) to motor control (mc) cable. The biomed then confirmed that the da to mc cable was loose and that reseating the cable had resolved the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.